Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement inside the patient occurred. The target lesion was located in the coronary artery. After pre-dilation with a 2.25x12mm emerge balloon, a 3.0x20mm synergy drug eluting stent was advanced but failed to cross the lesion. The device was removed from the patient. A 3.0x16mm promus stent was advanced but also failed to cross the lesion. The device was removed from the patient. The guide was changed and a 3.0x12mm synergy ii drug eluting stent was advanced but the stent slipped off the balloon inside the patient. A goose neck snare was used to retrieved the stent from the patient. No patient complications were reported.